Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc sprinter rx ptca balloon catheter to treat a lesion. There was damage noted to the packaging. It was reported that there was a separate balloon like structure outside of the balloon marker bands. It was reported that there were balloon deflation difficulties, the device was slow to deflate at the lesion site and the device deflated outside the balloon marker bands. No patient injury reported.

Manufacturer narrative:
There was no damage noted to the packaging. No damage was noted to the device prior to use in the patient. No difficulties were noted when removing the protective sheath and packaging stylette from the device. Lesion was in the mid lad. Stenosis was 90%. There was no tortuosity and no calcium. No resistance was noted while advancing the device to the lesion. It was reported that when the balloon was inflated, there was a dumbbell like shaped inflation of balloon. The device was not moved or re-positioned prior to the deflation difficulties. The deflation issue was noted after the first inflation of the balloon. Contrast was diluted with saline in a 1:3 ratio. There was repeated deflation / inflation with saline and the device was removed by advancing guide catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the balloon returned deflated and with contrast visible in the balloon and inflation lumen. A portion of the balloon bond appeared stretched. A portion of the balloon bond appeared to have inflated. The device was placed in the waterbath to disperse the contrast in order to aid inflation. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon bond. The balloon would not inflate due to the stretched portion of the balloon bond. Upon visual inspection of the device, there was a pinhole burst on the balloon bond material. The balloon bond material was protruding outwards at the burst site. Lead in scratches were not evident proximal or distal to the tear site. It was not possible to perform inflation and deflation testing due to the stretched balloon bond and hole in the balloon bond material. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.